Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having issues rewind the device. Assistance was provided and it was noted the device had alarmed bad battery. Customer's blood glucose was unknown. Troubleshooting for failed battery test was performed. Customer's blood glucose was unknown. Customer is currently unable to rewind the device and is not using the device. Customer stated, she had changed the batter three days ago. The alarm had occurred on (B)(6) 2015. Customer stated, she wasn't using the device and she didn't have a new battery with her. Troubleshooting wasn't completed. Customer was advised to remove the batter from the device and changed the battery in order to get the device to work. Customer is not returning the device for analysis.